Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. However, occlusion reoccurred and the customer removed pump reverting to manual dose injection for insulin therapy. The customer also reported not cycling the cartridge during the load sequence, this is considered off label use.